Event description:
The customer reported the system will not flouro. The foot pedal will not allow flouro. No patients were injured.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.